Event description:
It was reported patient's lead was sticking out of the ipg pocket incision. Patient also experienced mrsa infection. Surgical intervention was undertaken wherein the entire system was explanted to address the issues.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A mrsa infection was reported to abbott. Surgical intervention was undertaken wherein the entire system was explanted to address the issues. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.